Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken molded insulator on one of the grips resulting on a grip tip detached intact from its base and conductor wire was found to be broken as well. Grip tip detached was not returned with the instrument. The common causes of the failure mode broken molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, 8mm force bipolar instrument was not working. The procedure was completed with no reported injury.